Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post traumatic neuraligia and spinal pain indications. It was reported that  their spinal cord stimulator(scs) was not working right in 2017. Pt said they "guess" the battery had just depleted. Pt said they had their ins replaced. Pt said they did not have their leads removed and the scar tissue had formed around their ins pocket. Pt said ins was just removed and they "slipped another one in." Patient services specialist documenting reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator's use by date was (B)(6) 2012. The patient was implanted with the implantable neurostimulator on (B)(6) 201 2. The implantable neurostimulator was implanted prior to it's use by date. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient had their device attached to their lesser occipital nerve. The patient stated that the left lead somehow was causing exacerbation of pain in (B)(6) 2017, which was the same pain the patient was implanted for¿the lesser occipital nerve. It was reported that it was on both sides, but now the primary issue was causing increased pain to the left side. The patient stated that they tried turning stimulation down and then (B)(6) 2017 they tried to increase the ¿dosage¿ and that caused severe increase in neuro pain. The patient then turned the ins off. Patient services asked if the pain went away when the device was off and the patient stated that the neuro pain was still there, but the amount of pain decreased a little bit because of the absence of stimulation. However, the patient then stated with the absence of stimulation their regular neuro pain ¿was going to go crazy¿. The patient stated they guess it had done so much damage that it was just overwhelming pain. It was stated that up until now the device worked great. There were no trauma/falls, medical test or emi environmental exposure that could be related to the issue. The implantable neurostimulator was explanted on (B)(6) 2017.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the lead or ins had been implanted past the use-by date (ubd). There were no patient symptoms or further complications reported at this time.